Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twelve devices. The visual inspection of the returned product noted one partial suture and one needle detached. The suture was returned broken. The needle was received bent near the tip. Microscopic inspections noted instrument marks near the swage and the bent site. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transabdominal preperitoneal procedure, when the product was take out of the package by the needle holder, the thread came off the needle wedge and it could not be used. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.